Event description:
It was reported that the patient was at the emergency room with pauses in pacing, but no syncope. The device had triggered safety mode and was recommended to be explanted but remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.